Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. The lead was capped and replaced when the patient presented to the operating room for an unrelated generator change-out due to the advisory, but later explanted. It was noted that the lead appeared to be crushed (subclavicular). The patient was stable before, during, and after the procedure.